Manufacturer narrative:
PMA/510(k): p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2024 date of procedure in right study leg. 1 device for 1 lesion. Pre-procedure peri-procedural post-procedure anticoagulant taken. Right leg study leg in superficial femoral. Restenotic, no stent implanted. Stenosed. Reference vessel diameter 6-6.9mm. Zfv6-125-5-6.0. 5 french guiding catheter used. (B)(6) 2024. Aneurysm spurium. Medical treatment injection of thrombin. Site determined not related to study device and casual relationship to study procedure as possible complication. (B)(6) 2024. Bypass occlusion right side. Vascular event, occlusion no intervention. Possible relationship to study device as zilver flex stent was in bypass right side. Site determined not to be related to study procedure.

Manufacturer narrative:
Device evaluation the zfv6-125-5-6.0 device of lot number c2089354 involved in this complaint was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study and captures occlusion. Manufacturing records review: prior to distribution all zilver flex devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. A review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) states the following: ¿the chosen stent should be at least 1mm larger than the diameter of the reference vessel diameter¿. There is evidence to suggest that the customer did not follow the instructions for use. Ifu0058 also lists ¿restenosis of the stented artery¿ as a potential adverse event: ¿restenosis of the stented artery¿ in the IFU would include ¿occlusion¿. Occlusion is stated in (B)(4) technical content form for device labelling for zilver flex vascular zfv6-ifu0058. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause can be concluded from the information available. A root cause of use error could be determined. As per the pmcf study, the reference vessel diameter of the vessel treated was 6-6.9mm. It is also known that the diameter of the stent used was 5mm (zfv6-125-5-6.0). As per ifu0058, the chosen stent diameter should be at least 1mm larger than the diameter of the reference vessel. As per engineering input received, the use of the smaller stent size could have caused the occlusion reported. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation this complaint was created in response to a pmcf study and captures 01 instance of occlusion. According to the initial reporter, the zfv6 stent was placed on the 02-sep-24. On the 05 dec 2024, occlusion occurred in the bypass right side. The site determined a possible relationship to the study device as the zfv6 stent was placed in this side. Confirmed quantity of 01 x used device. According to the initial report, the patient experienced occlusion. No treatment was carried out at the time and patient monitoring is ongoing. Medical advisor input deemed that secondary intervention and/ or prolonged hospitalisation could likely be required. Investigation findings conclude that a definitive root cause of use error was determined.

Event description:
A supplemental report is being submitted due to completion of the investigation on 6 jun 2025.